Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. The sheath sideport tubing was noted to be detached. No other visual anomalies were noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
This report is to advise of a sideport tubing detachment that was noted during analysis.